Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly and fluctuating. Additionally, the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. The customer provided a blood glucose of 143 mg/dl. Reportedly, the customer had an alternate pump and manual injection supplies available for alternate insulin therapy.